Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported after her period ended she felt sick and experienced nausea, uterine pain and cramping, joint pain and difficulty standing. Later that day while using the bathroom and wiping, pieces of tampon came out of her body. Within two hours of the tampon pieces coming out, her symptoms improved.